Manufacturer narrative:
(B)(4) the pipeline was returned for evaluation without the pushwire and the catheter. As received, the distal end of the pipeline was found fully opened with damaged braid. The middle section was found partially opened and then it tapered down to the proximal end with dried blood and damaged braid. After the removal of the dried blood, the distal and proximal ends of the pipeline were found fully opened with damaged braid. No other anomalies were observed. In addition to the returned device, images of the device after removal from the patient were provided. The customer's clinical observation was confirmed based on these photos. It is possible that the tortuous anatomy may have contributed to the reported issues. The device design and physician technique can also contribute to the pipeline failing to open. The damage to the braid on the ends of the pipeline is likely the results of the physician resheathing the device more than recommended two times. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis."

Event description:
Medtronic received information that during treatment for a symptomatic saccular unruptured lica aneurysm this device would not open distally. It was reported that the device was resheathed three times and attempts were made to deliver the device without success. It was further reported that there was moderate vessel tortuosity. The max diameter of the aneurysm was 8mm and the neck was 4 mm. The distal and proximal landing zones were 5mm. The device was removed and a new pipeline flex was implanted. There was no patient injury as a result of this event. Post angiogram results showed stasis.